Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 104 and 204 mg/dl. Tests were done within 10 mins with a difference of 58%. Pt stated that pt "obtained the blood samples from the arm". Pt did not experience any adverse events. No further info has been reported.